Event description:
The small clip applier was used when it malfunctioned during procedure. The staples crossed over and shred the patient's vein, which had to then be repaired. A new clip applier was opened and the procedure continued to completion. The o.r. Staff was asked why we have so many of units that malfunction. They stated they don't clip the vein the way they are supposed to. This is now the 3 event to happen this month. Units are from two different lot numbers.